Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed the motor test pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported they were stuck in the priming loop on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.